Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported positioning failure (leaflet grasping & capture) is patient anatomy. The tissue injury is a cascading effect of the reported positioning failure. The reported tissue injury, as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to be report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, a coaptation gap of about 1/2 cm, and a restricted posterior leaflet. One clip was successfully deployed. A second clip (21012r1071) was inserted but there were difficulties grasping and capturing the leaflets. A flail on the anterior leaflet was then observed. Therefore, the clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.